Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the surgeon was unable to assemble the distal plate to the valgus guide; another instrument was used to complete the procedure. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the product malfunction was not previously reported causing any serious injury. Hence it is considered not re portable. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event, it was determined that the product malfunction was not previously reported causing any serious injury. Hence it is considered not re portable. The initial report was submitted in error and needs to be voided.